Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspends at times. The customer stated that sensor glucose could be 70 mg/dl his blood glucose could be 200 mg/dl and the device would suspend. Troubleshooting did not occur; the current sensor was expired. The sensor was not returned or replaced.